Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a mildly tortuous and moderately calcified proximal left anterior descending (lad) artery. After predilation was performed with a 2.5x15 non-bsc balloon catheter, a 2.75 x 24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. While physician attempted to advance the device, the distal portion of the stent struts got lifted. The device was removed and the procedure was then completed with another of the same device. No patient complications were reported and the patient's status was good.